Event description:
Customer reported experiencing high blood glucose of 472 mg/dl. Customer reported she thought she bloused after her meal but looking back at history she doesn't think she took it all. Customer also called about a lost sensor and troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.